Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
A high drain error 105 (night drain #5) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume in standard mode. The alarm occurred on (B)(6) 2013 at 10:29:47 during the patient's night drain. No additional information is available.